Event description:
The nurse reported a system message displayed and the viscous fluid injection buttons were greyed out. The surgeon was not able to use the function. The nurse called the company technical support specialist and he advised rebooting the system. The surgeon completed the silicone oil injection manually. No patient injury was reported.

Manufacturer narrative:
The facility did not request service for the system. No samples have been received for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4).